Event description:
Reportable based on the product analysis completed on (B)(4) 2012. It was reported that during a coronary stenting treatment procedure, the device was unable to cross the lesion. The target lesion was located in the severely calcified proximal left anterior descending artery. The physician advanced a 2.25x24mm promus element stent to the lesion but was unable to cross. The procedure was completed with another 2.25x24mm promus element stent. No patient complications were reported and the patient's status is stable. However, the product analysis on the returned device revealed that the stent was damaged and had moved on the balloon.

Manufacturer narrative:
Device is a combination product. Device evaluation: a visual and microscopic examination found that the stent of this device was severely damaged and had moved 7.5mm distally. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were observed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).